Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting of probe was poor during surgery. The condition of aspirating and actuating was unknown. The procedure type was unknown. The procedure was completed by replacing the product with new one. There was no reported information about patient impact.